Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to high blood glucose of 450mg/dl, and she was treated with an insulin drip. The customer experienced nausea, vomiting, excessive thirst, and diabetes ketoacidosis. The caller mentioned that the insulin pump was not functioning. Troubleshooting was performed. The time, date, and settings were correct. Assisted the customer to remove the infusion set from her body and to remover/reinsert the reservoir to run a manual prime test, and the insulin did exit. Performed a high pressure test and passed. Instructed the customer to remove the cannula, and it was not bent. Suggested the customer to change the entire infusion set and reservoir. The caller mentioned having a cortisone shot days before the event, which may contributed to raise her glucose level. No further information was provided.